Event description:
It was reported by service report that the safety bar is jammed causing the cot to miss the safety hook and fall out of the ambulance. The user facility reported that this was likely caused by the restraint straps getting caught in the head section of the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit was inspected and no malfunction was found. User error caused or contributed to the event.